Manufacturer narrative:
(B)(4). No product returned from user facility. Customer complaint could not be confirmed.

Event description:
Health professional reports: protime system inr result 4.2. Unspecified lab system inr result 5.6. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention. This event occurred in a foreign country.